Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 39 mg/dl associated with an insulin on board (iob) issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the iob was not showing up on the bolus total screen. It was further revealed that the iob feature was not turned on in the setup screen. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(4) 2016 and there was no activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump settings showed the insulin on board (iob) duration was enabled and set to four hours. The pump powered on normally and successfully completed a rewind, load, and prime sequence. A 10unit normal bolus was programmed and delivered with the iob set to on and duration of 1.5 hours. After 1.5 hours, the iob remaining appropriately showed 0.00units. Ez-carb and ez-bg boluses were programed and the iob totals showed correctly. The iob feature was found to be functioning properly. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.